Manufacturer narrative:
Philips service replaced the hard disk spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc operated slowly; hard disk replaced on a allura xper fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.